Event description:
The device was used during a laparoscopic splenectomy. The pt required reoperation the day following surgery due to hemorrhage. A white reload cartridge was used. The pt was reoperated by laparoscopy and the pt received a blood transfusion.